Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged black conductor wire. There was no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Nothing out of the ordinary was observed. The cable was fully broken and unknown if there was a loss of cautery or if the instrument suffered thermal damage. No fragments fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent show the yaw pulley have scratches. The instrument was found to have a scratched yaw pulley on one side. The complaint was confirmed by failure analysis.